Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed reported issue. A quotation was proposed for replacing the top screen assembly. Per fse the unit is still in use, and advised to check later for repair. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site address: (B)(6) thailand a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) defect was detected prior to use. The device was still functional on the patient, although some areas were blurry. No harm or injury to the patient was reported.